Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and undersensing occurred, which delayed therapy for less than 30 seconds. A 31j shock and a 41j shock were delivered, however, it did not convert the patient's rhythm. The device declared a code 1005, which indicates an open circuit was detected during shock delivery. An external shock was delivered to convert the patient's rhythm. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.